Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the compromised stent graft integrity of the main body was found to be device related, due to the use of strata material. The extra burden of the multiple aortic stents also contributed to this event (cautionary product use condition). The patient is reported to be doing well after the successful endovascular repair procedure, and there have been no reports of further negative patient sequelae. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to less than 0.2%. (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a follow-up where a type iiib endoleak was observed. The physician elected to re-line the afx graft with a gore excluder, successfully resolving the endoleak. The patient is reported as doing well post-intervention. As of the date of this report, there have been no additional patient sequelae reported.